Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) partial lead in segments was returned and analyzed. The outer insulation was breached depression; all conductors were cut; proximal conductor had blood/body fluid (not obstructed); outer insulation had cosmetic environmental stress cracking and breached cut; outer insulation had cosmetic depression and a white substance.

Event description:
Infection was reported. The lead was removed. The lead was returned, analyzed and subsequently tested out of specification. No further patient complications were reported as a result of this event.